Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the anesthesia department. The insertion site is unk. During insertion of the guide wire, the guide wire bent. As a result of a new kit was opened and the catheter was placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.